Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. Dianeal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.